Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer stated that she was playing lacrosse and had kept the insulin pump in her sports bra. She stated that she heard the insulin pump beeping and saw the button error alarm. The customer did not know the blood glucose reading. She noted that she had dropped the insulin pump a few times and had sweat on the device while playing sports. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump had intermittent escape and act button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a broken reservoir tube lip, missing reservoir tube seal, minor scratches on the display window and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.